Manufacturer narrative:
An event regarding laxity (loosening) involving a triathlon baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as the subject device was not returned. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. X-rays and additional information are needed to complete a meaningful dictation. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the patient experienced pain when walking after surgery. Patient states knee was loose and therefore required a revision surgery in (B)(6) 2011. Update: it was reported that the patient was revised due to "painful left total knee arthroplasty with adhesions and mild side-to-side laxity."